Event description:
The customer reported that while the unit was in use on a patient, the unit's ECG waveform was erratic. They also reported that the system generated an error code 65 (safety vent failure). No patient injury was reported.

Manufacturer narrative:
The company representative confirmed that an error code 65 was logged in the fault journal. The error results in system failure and iabp shutdown. He replaced the safety vent valve. The customer's report of erratic ECG could not be confirmed. The company representative advised the customer that he suspected they may have been using a bad accessory cable. The unit was tested to factory specification. It functioned normally and was returned to the customer.